Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the metal was short than normal. The customer's blood glucose level was 8.8 mmol/l. They stated that no medical treatment was received. The sensor will not be returned for analysis.